Manufacturer narrative:
(B)(6). Bd received two samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of sleeve leakage with the incident lot was not observed as all samples met the required specifications. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using a bd eclipse¿ needle 22x1.25 in, leakage was observed from the sleeve while collecting blood from the patients. Almost 20 similar incidents have happened approximately according to the customer. No serious injury or medical intervention was reported.